Event description:
The patient was implanted with a left ventricular assist device. It was reported that clock resets, loss of power, and pump stoppage were found when reviewing the event log history of the system controller. The patient did not report any unusual alarms, events, or symptoms. The events appeared to have occurred while the patient was switching from the power module patient cable to battery power. The battery clips were suspected to be the cause of the events and were disposed of at the user facility. It is suspected that the event was very brief due to the patient not hearing any alarms or experiencing any symptoms.

Manufacturer narrative:
(B)(4). The log file confirms that a loss of controller power (power reset) and pump stoppage occurred. The log file showed two power reset occurrences over a period of 102 days. In both cases, the power loss occurred when the controller was being powered by the power module. When power to the controller was restored, it was being powered by the power module in backup battery operation (the power module was disconnected from ac power). The duration of the stoppages cannot be determined from the log file. The next log file entry after power was restored occurs many hours later (approximately 14 hours later in one case and 15 hours in the second case). Since no events occurred between the power reset and next event (14-15 hours later), normal pump operation after the power was restored occurred. Per the event description, no issues or alarms were noticed by the patient according to the vad coordinator. This corresponds to the extended period of normal operation after the power reset. Also, this corresponds with the power reset events likely being brief and not noticed by the patient. No parts were returned for evaluation. The battery clips were thought to be faulty and the customer replaced the clips and disposed of them. However, based on the log file, the clips do not appear to be associated with the power reset events. A cause for the pump stoppages could not be determined. Placeholder.